Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in the pace and shock impedances over the past year. Pace impedance remains within range but the shock impedance measurement was measuring greater than 131 ohms. Apparently, the rv threshold had risen suddenly. The plan is to perform a lead revision sometime in the future, the patient is scheduled for a coronary artery bypass graft (CABG) within the next six months. The patient will continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.